Event description:
User experienced discrepant leukocyte results 4-5 times in the last two weeks. Two examples were provided. Sample 1 from female pt, read negative on leukocyte, but also had microscopic examination ordered. Microscopic result for wbc was reported as 30-61/hpf. User then ran chemstrip manually and the strip read leukocyte as positive. User then reran the sample on the instrument and recovered leukocyte as 25/ul. In 2008, sample 2 from female pt, initial chemstrip reading was negative. Microscopic result for wbc was reported as <123/hpf with clumps. Sample was retested and chemstrip result was 25/ul. No erroneous results were reported. If additional info is received, appropriate notification will be provided.